Event description:
Was at a friend's house and had a problem with my contact. I used the clear care contact solution and looked just like any other saline solution that I have used from the bottle. This product burned my right eye badly. I promptly removed it and rinsed with cool water for several minutes. I then applied genteal, an eye lubricant. After several days, the redness and irritation has subsided and returned to normal. However, the labeling or packaging should be very different than other saline eye safe products. Dose or amount: 2-3 drops; frequency: once; route: ophthalmic. Five - ten seconds.